Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder sling procedure, migraine headache, vaginal bleeding, metaplasia, sloughing, follicular cyst of ovary, paratubal cyst, menorrhagia, fibroids, dysmenorrhea, ovarian cyst and cystoscopy. Previously administered products included for an unreported indication: gabapentin, lipitor, topamax, metformin and maxalt. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingooophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dysmenorrhoea and uterine leiomyoma outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and uterine leiomyoma to be related to essure. The reporter commented: essure placed in right and then left fallopian tube without diff with two coils from each ostea noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2016: bilateral essure tubal occlusion devices are present. No free peritoneal spillage is seen. Multiple uterine masses as discussed above. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder sling procedure, migraine headache, vaginal bleeding, metaplasia, sloughing, follicular cyst of ovary, paratubal cyst, menorrhagia, fibroids, dysmenorrhea, ovarian cyst and cystoscopy. Previously administered products included for an unreported indication: gabapentin, lipitor, topamax, metformin and maxalt. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingooophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dysmenorrhoea and uterine leiomyoma outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and uterine leiomyoma to be related to essure. The reporter commented: essure placed in right and then left fallopian tube without diff with two coils from each ostea noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: -bilateral essure tubal occlusion devices are present. -no free peritoneal spillage is seen. -multiple uterine masses as discussed above. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.